Event description:
The device was being utilized for a pt undergoing a cardioversion procedure. Reportedly, the defibrillator would not discharge energy to the pt when the quick-combo pacing/defibrillation adapter discharge switches were pressed. A second defibrillator of same model was connected to the pt through the same adapter. This defibrillator was charged but reportedly discharged only after the adapter switches were pressed 4 times in succession. The pt ECG was successfully converted. The reporter stated there were no adverse effects to the pt. (The use of the second defibrillator is the subject of another medwatch report, reference # 3015876-2000-00430).